Event description:
It was reported that during a da vinci surgical procedure, the cadiere forceps instrument, could not hold properly, the wire had broken. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the drive cable frayed. One grip close cable was frayed at the distal idler pulley. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found.